Event description:
The pt stated that, she has been using her infusion sites and infusion tubing longer than recommended because she is unable to get a prescription from her doctor. She stated that her blood glucose has been elevated due to this (300 mg/dl-"hi"). Courtesy infusion sets were sent to the pt and she was advised to change her infusion. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.